Manufacturer narrative:
(B)(4). The reported complaint of "persistent possible helium loss 2 alarms" is confirmed based on the attached picture. The product was not returned for investigation. The picture shows an alarm history printout with multiple helium loss 2 alarms. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the helium loss alarms. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "pump gave persistent possible helium loss 2 alarms. Pump failed an internal leak test". Additional information states that to continue therapy, the pump colsole was swapped out. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "pump gave persistent possible helium loss 2 alarms. Pump failed an internal leak test". Additional information states that to continue therapy, the pump colsole was swapped out. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Returned for investigation was a pcs assembly. The sample was returned in a brown cardboard box with protective shipping packaging. Visual inspection of the pcs assembly was performed, and no abnormality was noted. The attached picture was reviewed and shows an alarm history printout with multiple helium loss 2 alarms. All valves were individually tested by powering them on and off using an external 12v dc power supply. Each valve responded properly to the 12v supplied with an audible click, indicating proper valve function with no stuck valves. The pcs assembly was installed into a known good lab inventory ac3 for functional testing. The pump was powered on, and pumping was initiated. The patient side leak test was performed and failed. The bpw baseline dropped greater than the acceptable amount. Visual inspection of the pcs assembly internal hardware was per-formed. Upon disassembling the drain valve of the pcs assembly, a piece of metal was found inside the drain valve v4, which is the cause of the helium leak. The piece of metal was from an unknown source, and it cannot be determined how it entered the pcs assembly. Additionally, a significant build-up of a substance appearing to be rust was noted on the internal cylinder of the valve. A de-vice history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "possible helium loss 2 alarms" is confirmed. During the investigation, the helium leak was confirmed and caused by a pcs assembly leak. Upon further inspection, the drain valve was noted with a metallic piece inside and caused the complaint. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the leak. The most probable root cause of the complaint is supplier related. This will be monitored for any developing trends. Corrections at the supplier have been established for this issue as a result of a scar, and this device was manufactured prior to the release of those corrections.

Event description:
It was reported "pump gave persistent possible helium loss 2 alarms. Pump failed an internal leak test". Additional information states that to continue therapy, the pump colsole was swapped out. No patient injury or consequence reported. The patient's current condition is reported as "fine".